Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while placing the device resistance was met due to scar tissue. During deployment of the thumb advancer, resistance was met and the device came out of the artery with the vessel locator wings fully engaged. The physician then intentionally deployed the clip onto the sterile drape to confirm that the clip had not been left behind. Hemostasis was achieved with manual compression and a non-abbott device. The patient was kept overnight and discharged the following day without any reported adverse sequela. No additional information was provided.

Event description:
The customer reports that one patient sample generated a (B)(6) result of (B)(6) with the architect hiv ag/ab combo assay. The result was questioned and the sample retested with a (B)(6) result. (B)(6) testing of this sample was (B)(6). There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed and the deployed clip was not returned. All external observations of the device handle, fully slit sheath, delivery tube, and retracted vessel locator were normal for a clip deployed device with no detected damage. Inspection of the internal components indicated all components were undamaged and in their proper post clip deployed positions. The flex guide/vessel locator assembly was distally displaced to allow inspection. There was no detected shaft carving on the flex guide. The pusher body joint and vessel locator were intact and undamaged with no indication of device removal from the anatomy with the wings deployed. The device was cleaned and reassembled for redeployment testing. The test was successful with full redeployment of the device occurring without any detected resistance to component redeployment. No manufacturing or quality issues were detected. The reported deployment of the device against resistance during both, device placement and thumb advancer deployment is an error in technique as the instructions for use states not to advance or withdraw the device against resistance until the cause of that resistance has been determined. The root cause for the reported event is could not be determined based on this investigation. The review of the device history record for this lot did not produce any findings relevant to this report.